Manufacturer narrative:
The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opened while establishing final arm angle (efaa). It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade 3-4. Two clips were implanted with no reported issue, reducing mr to grade 1. On (B)(6) 2022, another mitraclip procedure was performed treat increased mr of grade 4 due to disease progression. The clip opened about 20 degrees during establishing final arm angle (efaa). They tried to close the clip and check the lock, but the clip opened again. The clip was removed and another clip was implanted with no reported issue, reducing mr to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open during efaa. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).